Event description:
It was reported that the patient was admitted to the hospital for leg swelling and breathlessness. A device check revealed right ventricular (rv) lead impedance spikes, increased short interval counts (sic), and nst episodes. Oversensing was noted as well, and replicated with pocket manipulation. The physician concluded that the rv lead was fractured. The physician capped and replaced the rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned, but clinical data from the device was analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. On 2015-(B)(6), rv pacing impedance measured 16382 ohms which spiked from a trend of 300-400 ohms. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning 2015-(B)(6), ventricular sic up to 9086 with evidence of vt-ns episodes with lead noise oversensing. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).